Manufacturer narrative:
(B)(4). D10: unknown bigliani/flatow head. Unknown poly glenoid. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a left shoulder arthroplasty and is considered revision of poly glenoid, b/f stem, and head due to a failed glenoid. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h10. Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.